Manufacturer narrative:
One device was returned for analysis of complaint that the device displayed a downstream occlusion (dso) alarm. Review event history found no relevant information. Review of service history found a previous repair for a cassette error. Based on the review of the complaint, the service history review identified that the complaint was not related to the current reported issue. Visual and functional testing was performed. Complaint cannot be confirmed through upstream occlusion sensor test. Probable cause complaint was unknown. Upon further investigation, found the dso seal was detached. This indicates that the seal integrity was compromised and is a reportable malfunction. The dso seal was replaced.

Event description:
It was reported that while performing the upstream occlusion ((uso) test, the unit displayed a downstream occlusion (dso) alarm. Investigation found the dso seal was detached, which indicates that seal integrity has been compromised and is a reportable malfunction. There was no patient involvement.